Event description:
This was a carotid artery stenting procedure: physician placed distal protection, then placed the stent. The stent did not fully open and the physician could not pass a balloon and/or capturing device through the proximal end of the stent. He then tried to pull the device through the stent and the wire detached from the distal protection device. The distal protection device (dpd) was stuck in the stent. The pt went surgery for removal and endarectomy. Pt's condition has expressive aphasia, which should resolve over time.

Manufacturer narrative:
Device was not returned for analysis. Please reference MDR 2183870-2008-00006 for protege rx stent used in this procedure.